Event description:
Gold tip of the nitrex guidewire detached while navigating bile duct during percutaneous cholangiogram. Per received procedure notes, the .018 nitrex wire was used through a 21 gauge needle. The tip of the wire is located within the hepatic parenchyma adjacent to the central right bile ducts.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Device evaluation: as received, the specimen core wire presents an overall length of 79.15cm from the proximal aspect of the core wire fracture and a shaft diameter of .01700" to .01705". The gold coil segment is not included with the returned specimen device. The gold coil segment was not returned with the specimen. The exposed fracture face presents contact smearing. The distal 0.95cm of the core wire presents bend damage consistent with tensile loading. The core wire surface at the distal aspect of the epoxy joint presents remnants of adhesive on the grind surface.